Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7079674/7081169.

Event description:
It was reported that patient was experiencing pain at ipg site due to battery was sticking out causing discomfort. It was also noted that the patient had inadequate pain relief and also mentioned that patient had burning and warmth when charging. The patient will undergo explant procedure.

Event description:
It was reported that patient was experiencing pain at ipg site due to battery was sticking out causing discomfort. It was also noted that the patient had inadequate pain relief and also mentioned that patient had burning and warmth when charging. The patient will undergo explant procedure. Additional information was received that the patient underwent an explant procedure, and the explanted products will not be returned per hospital policy. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7079674/7081169.